Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/07/2016 with the following findings: a review of the pump¿s black box data showed pump reboots and cs 052/054 call service alarm errors on 08/13/2016. There was evidence of moisture observed behind display lens. The battery compartment and battery cap were undamaged. The battery cap was able to fully tighten to the pump; the battery cap contact measurements were found to be within specifications. A leak test was performed and leaks were found at a tear in the audio bolus button cover and in the display lens. During investigation, the pump powered on to a blank display. No power loss or interruptions were duplicated during investigation as evidenced by functioning audible tone and vibration alerts. The pump case was removed and evidence of moisture contamination was observed throughout the inside of the pump. Further performance testing was not able to be completed due to the blank display caused by internal moisture contamination. The audio bolus button responded appropriately to user input. Unrelated to the complaint, pump case crack was observed between the case seal and the keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture visible behind the display. There was no damage to the battery compartment or battery cap; the yellow o-ring was not visible at the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.